Manufacturer narrative:
The device is not available for evaluation as it was confirmed on (B)(6) 2013 by the sales representative that the broken screw was return to the patient immediately after surgery. A device history record (DHR) review cannot be conducted as the device lot number is unknown. Without a lot number, a review of manufacturing records cannot be completed. This complaint and x-rays were forwarded to the (B)(6) for review. There were no anomalies or abnormalities in anatomy or technique identified that would indicate increased stress on the screws. A 12 month review of the complaint trend analysis for the expedium si polyaxial screw was conducted on all 6.0 mm screws. There was no complaint trend identified as a result of the search analysis the root cause cannot be determined as the device was not returned for evaluation and no definitive conclusion can be made based on the review of the provided x-rays. As we cannot determine the root cause of the reported issue and there has been no observed systemic trend the complaint will be closed with no further action required. If the device is sent in for evaluation, this complaint will be reopened and evaluated further. Device returned directly to patient.

Event description:
It was reported that patient had l4/l5/s1 spondy reduction, l4/l5 degenerated disc. Patient had follow up x-ray on (B)(6) and c scan on (B)(6) which showed broken screw in sacral region. Revision surgery is planned and the device will be returned for evaluation.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.